Manufacturer narrative:
A boston scientific technical services consultant suggested the caller investigate for electromagnetic interference (emi) sources or test for an issue with the lead. Subsequent information was received stating that device interrogation produced a shock impedance of 49 ohms. The patient was moved from the intensive care unit (ICU) to a telemetry floor. The electrophysiologist is aware of the situation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was in the hospital due to an unspecified reason. This system was exhibiting shocking impedance measurements ranging from 0 ohms to 13 ohms. No adverse patient effects were reported.